Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event, with a documented nadir of 51 mg/dl, after waking, and subsequently discussed correction methods and meal announcements; the glucose level had returned to range at the time of the call. Symptoms included body aches. Outcomes included self-treatment with oral glucose without medical intervention, without assistance from others, and without hospitalization. Investigation included telephone troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.